Manufacturer narrative:
(B)(4). Batch # p58269. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy, while being used on the patient during the second firing there were several staples still left hanging on by one leg in the reload after firing towards the rear of the cartridge. After inspection of the staple line the surgeon felt he needed to oversaw to achieve the required hemostasis where the staples were missing from. The staple line looked as though some staples were missing from that small area. On the third firing the gun jammed after the first pulse firing. The gun was washed in between firings prior to this. The surgeon removed the white cap before the rep could action the normal reverse button push. The surgeon gave one hard push - a cracking sound came from the gun after which he was able to open the jaws. Override actioned and a new gun and reload was used to manage problem. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58269. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition another gst60g cartridge was received fully fired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.